Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level read "high" mg/dl on the cgm graph. Reportedly, customer administered a correction bolus via the pump to address the elevated blood glucose. Customer declined any additional troubleshooting and follow-up with tandem technical support; therefore, no additional information was known or reported.